Manufacturer narrative:
Insulin pump received with currents in specification. Insulin pump unable to prime during the prime test due to loose/protruded drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked near display window corners, battery tube threads cracked, broken belt clip slot, broken reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 96 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.